Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appears to be normal. Insulin pump not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.